Manufacturer narrative:
Concomitant medical products: product ID: 8781, serial# (B)(4), product type: catheter. Other relevant device(s) are: product ID: 8781, serial/lot #: (B)(4), ubd: 20-sep-2014, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a clinical study regarding a patient receiving dilaudid (2 mg at .17504 mg/day), bupivacaine (15 mg at 1.05181 mg/day), and clonidine (600 mcg at 52.51282 mcg/day) via an implanted infusion pump. It was reported that on (B)(6) 2020 the patient presented to have the pump refilled with saline. The hcp attempted to remove the intrathecal (it) medication from the catheter for immediate infusion of saline, but the side port aspiration was unsuccessful. No further diagnostics or interventions were performed as explant was planned and the pump was programmed to minimum rate. The event was unresolved with no further action planned. The etiology indicated the event was related to the device/therapy and was unrelated to the implant procedure. No symptoms were reported and no further complications were reported or anticipated.

Manufacturer narrative:
Continuation of d10: product ID 8709 serial# (B)(6) implanted: (B)(6) 2006 explanted: (B)(6) 2023 product type catheter section d information references the main component of the system. Other relevant device(s) are : product ID: 8709 serial# (B)(6) ubd 2008-10-03 UDI# (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional was received on 27-oct-2023 from the patient who reported that there had been just saline in the pump for ¿maybe 3 years or something¿ and they were taking ¿suboxone or something¿ and that stopped working, so 3 months ago, the healthcare provider replaced their device system because ¿the catheter wasn¿t any good¿.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare professional (hcp) via a clinical study reported the device diagnosis was other suspected catheter kink/occlusion. No further complications were reported.